Event description:
It was reported that the procedure was to stent an ostial saphenous vein graft (svg) lesion. The stent was in position and the non-abbott guiding catheter slipped out of the ostium. When this happened, the stent system popped back and the stent came off of the delivery balloon. There was no difficulty advancing to the lesion or issue with the promus stent prior to stent dislodgement; however, the physician had a difficult time getting the ostium to cannulate with the guiding catheter; the guiding catheter slipped out of position multiple times. The stent was undeployed, but on the pilot 50 guide wire. A non-abbott 3.0 x 20 mm balloon catheter was used to traverse the stent on the guide wire in an attempt to remove/pull back the stent. The non-abbott 3.0 x 20 mm balloon catheter was able to go through the stent and the stent and stent system were removed. In trying to remove the stent system, the groin was re-accessed and this ended up perforating the pt's iliac. The perforation was treated with a covered stent (type unk). The pt was stabilized. No additional info was provided. You are receiving this MDR report from abbott vascular because, (B)(4) distributes promus as its own labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.